Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) nausea, vomiting, diarrhea, and high blood glucose (bg) levels (readings unknown) while wearing the pod on the back between 24 and 36 hours. No information was provided on the type of treatment given at the hospital.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin.